Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2 and h6 have been updated accordingly. As reported, two 5f mynxgrip vascular closure devices (vcd) split the catheter when delivering into the sheath. The sealants did not deploy and were visible on the returned products. It was also noted that there was a device deployment jam. There was no reported patient injury. The devices were stored and handled per the instructions for use (IFU). However, the device¿s storage temperature exceeded 25 °c. The mynx vcds were prepped according to the IFU. The user was trained on the use of the mynx device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no unusual force applied when retracting the sheath. The advancer tube was visible. The balloon did not lose pressure during prep or patient use. There was no excessive force applied when shuttling down. Although there was significant resistance when shuttling down, the user shuttled down completely, and the stopcock was opened on sheath prior to shuttle down. There was split in distal end of the sheath after removal. There were no kinks in the sheath or device after removal. There two products will be returned for analysis. Hemostasis was achieved with manual compression. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open, the advancer tube was found in the shuttle cartridge, and the sealant was observed to have been exposed to blood, stuck to the catheter shaft, increased in profile and protruded out from the outer cartridge tubing side slit as received. The syringe and procedural sheath were not returned with the device. Multiple kinks were observed in the outer cartridge tubing. It is unknown if the kinks were caused prior, after or during the transit of returning the device. The shuttle cartridge and catheter were inspected for damages/anomalies that may have contributed to the reported failure. No visual damages/anomalies were observed. Per functional analysis, the sealant was displaced from the catheter shaft, and the shuttle down procedure was simulated. The advancer tube was found properly engaged to the proximal tamp lock as intended per the mynxgrip instructions for use (IFU). No functional non-conformities were observed during the device investigation. A product history record (phr) review of lot f1923802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ was not confirmed in either of the returned devices. Based on the condition of the returned device, it indicates a device failure to deploy. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as high tension applied to the balloon catheter, or storage factors, such as storage temperatures exceeding 25 °c, may have caused the sealants to prematurely soften and cause resistance. It should be noted that if the sealant is prematurely hydrated or softened, it will increase the profile, which may create resistance and obstruct the device path during the procedure. It should also be noted that a shuttle cartridge is built with a side slit in the outer cartridge tubing distal end. The side slit in the outer cartridge tubing is designed to decrease unsheathing force and increase deployment reliability. Visual inspection results found no damages/anomalies that may have contributed to the reported incident on the returned devices. According to the instructions for use, which is not intended as a mitigation of risk, deploy sealant, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. This is one of 2 products involved with the reported event and the associated manufacturer report numbers are 3004939290-2019-01545 and 3004939290-2019-01546.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2 and h3 have been updated accordingly. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. During visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with the stopcock open, the advancer tube was found in the shuttle cartridge, and the sealant was observed to have been exposed to blood, stuck to the catheter shaft, increased in profile and protruded out from the outer cartridge tubing side slit as received. The syringe and procedure sheath were not returned with the device. Multiple kinks were observed in the outer cartridge tubing. It is unknown if the kinks were caused prior, after or during the transit of returning the device. The shuttle cartridge and catheter were inspected for damages/anomalies that may have contributed to the reported failure. No visual damages/anomalies were observed. During functional analysis, the sealant was displaced from the catheter shaft, and shuttle down procedure was simulated. The advancer tube was found properly engaged to the proximal tamp lock as intended per the mynxgrip instructions for use (IFU). No functional non-conformities were observed during the device investigation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and the associated manufacturer report numbers are 3004939290-2019-01545 and 3004939290-2019-01546

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. Additional information is pending and will be submitted within 30 days upon receipt. Corrected data: device available for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1923802) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the two 5f mynxgrip vascular closure devices (vcd) split the catheter when delivering into the sheath. The sealants did not deploy and were visible on the returned products. It is also noted that there was a device deployment jam. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The mynx vcd was prepped according to the IFU. The deployer¿s mynx training status was trained on grip. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was visible. The balloon did not lose pressure during prep or patient use. There was split in distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The user was not sure if the stopcock of the introducer sheath opened prior to shuttle down. There was no significant resistance when shuttling down. There was no excessive force applied when shuttling down. There was no unusual force applied when retracting the sheath. There were no kinks in the sheath or device after removal. The device storage temperature was exceeded 25 °c. The procedure held manual. The user shuttled down completely and the stopcock was opened on sheath prior to shuttle down. There were kinks noted in sheath after removal. There two products will be returned for analysis.